Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 soler a., voss a., schramm s., greiner s. "Anconeus-sparing minimally invasive approach for lateral ulnar collateral ligament reconstruction using a triceps tendon autograft is an effective and safe treatment for chronic posterolateral instability of the elbow¿. The study reviewed fifty-two (52) patients who underwent elbow procedures using arthrex swivelock to treat elbow joint instability. One (1) patient had a revision during the fifty-three (53) month follow-up period. Ref: soler a., voss a., schramm s., greiner s. Anconeus-sparing minimally invasive approach for lateral ulnar collateral ligament reconstruction using a triceps tendon autograft is an effective and safe treatment for chronic posterolateral instability of the elbow